Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in shock impedance measurements to out of range values of 125 ohms. Provocative maneuvers were unable to reproduce any out-of-range shock and/or pacing impedance measurements, however elevated thresholds were observed on the rv channel. Myopotential diaphragmatic oversensing of noise was also observed on the rv channel. Troubleshooting options were provided to the field and the rv lead remains in service with the shock impedance alerts reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.